Manufacturer narrative:
Product analysis :visual inspection confirms the bone screw component disassembled from the head assembly. The ring and crown were still assembled in the head. A portion of the ring has been deformed, near the ears of the ring, with the ring still fully seated in the retaining groove of the head. Additionally, significant deformation noted on the head of the bone screw, with the shape approximately consistent with the retaining ring interface. The bone screw head diameter has been inspected, and found to be within print specification. The above observations are consistent with mechanical overload as the mechanism of failure.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to replace the broken rod. During the revision surgery, the screw head of the iliac screw broke. The surgeon was able to explant the broken bone screw and the saddle crown. The ring part of the screw was not detected during visual inspection and the x-ray check. No patient complications were reported to this event.